Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via clinical study regarding a patient receiving dilaudid 2.0mg/ml for a total dose of 0.9997mg/day and bupivacaine 20mg/ml for a total dose of 9.997mg/day via an implantable pump for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported on (B)(6) 2017 the patient reported intermittent pain at the pump site. On (B)(6) 2017 the patient reported decreased range of motion as a result of/secondary to the pain at the pump site. The patient was scheduled for pump revision. On (B)(6) 2018 the patient's pump was repositioned higher above the waist and still in the left lower quadrant. On (B)(6) 2017 the patient reported resolution/the event resolved without sequelae. The event date was (B)(6) 2017. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the exact cause of the pain at the pump site was not determined. It was noted the event resolved after re-positioning. The patient's baseline weight was (B)(6) lbs.